Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath as the device was not capturing due to super low battery. It was noted that the physician was attempting to have the device last as long as possible due to cancer. The device was at end of service and explanted and replaced. No further patient complications have been reported as a result of this event.